Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and required assistance to treat blood glucose (bg) level. It was not provided if bg level was low or high. Customer was released from the ER with the issue resolved on (B)(6) 2024. The customer declined further assistance from tandem technical support regarding the ER issue. No additional patient or event information was available.